Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, possible cause of the malfunction includes stress problem. The most possible cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the uretero-reno videoscope exhibited the coating peeled off the connecting tube. There was no patient involvement.